Event description:
The customer reported bulging of the silicone segment on their primary tubing set during a normal saline infusion on 4 south. The infusion pump did alarm "occlusion." Antibiotics were set up to infuse on the secondary set. There was no patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.